Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient was going to have a replacement of the stimulator. The reason for replacement was unknown. The surgery was scheduled for (B)(6) 2019. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn and spinal pain. It was reported that the ins was replaced because it would take the patient 8 hours to fully charge the ins. When recharging the patient would have to sit on the recharger, which was hard and caused the patient pain at the ins site when charging. No further complications were reported or anticipated. [Omitted information pertaining to the intellis - ins not charging issue -- (B)(4)] [omitted information pertaining to the intellis - fall and stabbing pain just above the ins site -- (B)(4)].